Event description:
It was reported that the device exhibited post-paced t-wave oversensing. Programming changes were discussed but not made at this time. There were no adverse health consequences, the patient was stable.

Event description:
New information received indicated that the patient presented to the clinic and programming changes were made. The patient was stable.

Event description:
New information indicated that the device exhibited another post-paced t-wave oversensing (pptwos) after making programming changes. Additional programming changes were discussed but not made at this time.